Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 6:00 am the patient obtained the blood glucose readings of 449 mg/dl, 112 mg/dl, 210 mg/dl, 31 mg/dl and 202 mg/dl on the reported meter over a time period greater than 20 minutes. The patient took no actions based on these readings. Thirty minutes afterwards, the patient experienced the symptoms of slurred speech and confusion. At 11:30 am the patient was taken to the emergency room, where he received the treatment of food and drink and glucose tablets. During the troubleshooting telephone call, a quality control test was performed with passing results. The meter and test strips were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after obtaining elevated meter readings, and received emergency medical attention and treatment with food and glucose. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.